Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 455 mg/dl. The customer stated that when she got ready to redo her site, she forgot to take off the blue thing on the needle and got mad and threw it away. The customer stated that she ended up going to the emergency room. The customer had symptoms such as vomiting and nausea. The customer was assisted in performing the hp test. The customer stated that the pump did not alarm no delivery. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer will be sent a replacement pump.